Event description:
The clinician reports the implant was inserted (B)(6)2012 in fdi 23. Details of surgery: sinus augmentation. On (B)(6)2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to themanufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.